Manufacturer narrative:
Additional narrative: it was originally reported that the issue occurred during the elective coronary procedure but new information described that it happened before the procedure started. The patient was not yet on the table, the wireless footswitch was tested and when it didn't connect to the base station, the procedure was performed using the wired footswitch.

Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the information collected, the reported problem occurred during an elective coronary procedure. A philips service engineer inspected the system on site and replaced the wireless footswitch and the wireless footswitch base station. The reported failure was due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch lost connection to the base station. No harm to the patient has been reported to philips. The procedure was completed by using a wired footswitch. Philips has started an investigation of this complaint.